Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed displacement test, self test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 454 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection for high blood glucose. Customer stated that insulin pump had powered down earlier today and the battery compartment has a crack on it. The insulin pump will be returned for analysis.